Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified the implant collar fractured. Bone debris on the external threads. Device history record (DHR) review was completed for the subject lot number (61208863). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61208863) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided. PMA/510(k) numbers k011028 and k013227.

Event description:
It was reported that the implant fractured and was removed.